Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that 3 of 4 of the metal IV pole inserts in the CT system table top have dislodged from the fiberglass. The customer recognized the inserts had dislodged and stopped using them. There was no event where an IV pole fell or an insert dislodged during a pt procedure.